Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: revision operative notes confirm no evidence of infection or synovitis was identified. Osteophytes were visualized around the medial and lateral boarders along with the notch and a small osteophyte overhanging laterally. This osteophyte was removed as the pt was experiencing pain in this region. Overall tracking and stability were reported to be stable. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.